Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel. Additional patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): IFU (reprocessing manual) warns on insufficient reprocessing as follows: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU states on cloth to use at reprocessing as follows: "·all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components. " IFU states on details of precleaning, manual cleaning, leakage test in the following item. "·chapter 5 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Date of event:(B)(6) 2021. The olympus endoscopy support specialist (ess) observed the user facility using a washcloth to advance the scope during an unknown procedure. During the precleaning of the device, the customer did not suction air, use the air/water cleaning adapter mh-948 or flush the auxiliary water channel. During the leak testing, the customer did not inspect the mb-155 (leak tester) prior to attaching to the subject device. The scope was submerged in the water for approximately 10-15 seconds instead of the required 30 seconds. The mu-1 (maintenance unit) was then turned off while the entire scope was in the water and the scope connector was removed from the water to disconnect the mb-155. The endoscope should be removed from the water with the leakage tester still attached and then the endoscope would be detached from leakage tester after depressurization occurred. During the manual cleaning, the entire scope was placed in detergent and the section of the scope being wiped off with a sponge was removed from the detergent to be wiped off. The customer then kept the entire scope in the detergent but removed the control body of the scope to brush the channels. The customer then removed the scope connector from the detergent and used the channel opening brush to brush the suction connector on the scope connector. The customer then placed the channel plug on the scope along with the suction cleaning adapter, mh-856 (suction cleaning adapter) and suctioned detergent for approximately 10 seconds when it should have 30 seconds. The customer did not allow the scope to set in the detergent per the detergent manufacturer soak time. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Over a three day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on the evis exera iii scopes in-house. During this onsite visit, the evis exera iii gastrointestinal videoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6), (B)(6) and (B)(6).